Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the device was underweight, a break on the posterior side, and yellow particles. A visual and microscopic analysis was performed which identified a sharp break, fold crease, and about 0-25 percent of the shell was missing. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Base on the device analysis, the final assessment is a sharp break on posterior side due to an unidentified tear opening, and a piece of the shell missing assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was implant exchange of textured implant to smooth implant due to the patient's concern with the product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth devices due to patient concern. Healthcare professional additionally reported a rupture identified during surgery. Device has been explanted.